Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose level was 400 mg/dl. They treated their blood glucose level with a manual injection. The customer was able to rewind the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump was received with currents in spec. Unit passed rewind test, basic occlusion, occlusion, excessive no delivery test and displacement test. Unit unable to prime during prime/a33 test due to faulty forced sensor resist. No motor error alarm. Motor passed motor test. Insulin pump had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, missing end cap sticker and cracked lcd window.